Manufacturer narrative:
All buttons functioned properly and no damage in the keypad assembly was noted. There was no unlocked lcd keypad connector during visual inspection nor was there a button error alarm during testing. No moisture damage was found on the motor, battery tube, keypad assembly, and vibrator assembly; however, moisture damage was found on the electronic assembly during visual inspection. The following cosmetic damage was also noted on the device: a cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.

Event description:
Customer reported via phone call that her insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 100 mg/dl the customer stated that the insulin pump went through the washing machine. Troubleshooting was initiated for the button error alarm and the pump exposure to fluid, and the customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.